Event description:
It was reported that patient faced insulin flow block alarm causing high blood glucose and treated with correction bolus on (b)(6) 2026.

Manufacturer narrative:
E1: Patient City: (b)(6),Patient Country: Belgium.E1:Name: (b)(6),Country: United States of America, Street: (b)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.